Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during set up, when they tried to insert the hysteroscope into the sterile sheath, it could not get through. They noticed that the sheath was dented. The procedure was successfully completed using another of the same device. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned genesys hta procerva procedure set sheath assembly was performed. There was a kink or bend in the sheath approximately 17cm from the distal end of the probe. A hysteroscope could not be inserted through the kink. Analysis of the device confirms the reported problem, and the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during set up, when they tried to insert the hysteroscope into the sterile sheath, it could not get through. They noticed that the sheath was dented. The procedure was successfully completed using another of the same device. The patient was reported to be fine at the conclusion of the procedure.